Event description:
It was reported that an interrogation showed the right atrial (ra) lead observed with intermittent oversensing at the very end of the electrogram. There were intervals of possible non-physiologic sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-52 implantable pacing lead; implanted: 2011 (B)(6). (B)(4).